Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported customer issue was confirmed. Two leaks were found , biopsy channel has tear marks, leaking and leak from inlet at the body control unit (bcu) elevator channel was noted. Further inspection found forceps cover glue peeling, probe unit pink rubber flabby. Furthermore, additional findings below: a-rubber glue-crack, ob lens -chipped-not affecting image, lg lens -glue peeling, forceps passage -bx channel internal ter marks, leaking. Um image -4 consecutive broken elements, elevator ch w/f -leak outer side of the inlet, control body -customer label-not affecting function. Control body -fluid invasion. Control body -s-cover plate loose. Control knob -play. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported during manual cleaning and reprocessing, small leak at distal tip was observed. There is no patient involvement on this reported event. No user injury reported. Device return evaluation found peeling on forceps cover glue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.